Manufacturer narrative:
Lot number - 19e059 and 19g038. Two (2) single-use devices were received for evaluation. For one device, visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. For one device, visual inspection revealed fluid inside the housing. The cause of the fluid inside the housing was determined to be due to missing film-wrap. When the film-wrap is missing, during fill, fluid will go inside the housing and the bladder will not inflate. The cause of missing film-wrap was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) large volume folfusors leaked. One device leaked from an unspecified location prior to patient use. One device leaked during filling; the reporter stated that the "solution did not fill the bladder but spilled into the housing.¿ there was no patient involvement. No additional information is available.